Manufacturer narrative:
Model number/catalog number: 72404131. Serial number: n/a. Batch/lot number: 1100688999. Model/catalog description: cuff. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100693026 . Model/catalog description: pump. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) stopped working. Upon imaging inspection, fluid loss from the balloon was identified at the junction where the hub connects to the balloon. As a result, the device was explanted and replaced. No patient complications were reported.